Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient complained about chest pain in device pocket. The ICD pocket was revised and device and leads remains implanted. No further information available.